Event description:
"During a thrombectomy procedure 2 different pythons were used from the same lot number. Both would not inflate and deflate properly. One was popped while being removed from sheath." Patient is fine.

Manufacturer narrative:
Evaluation: one catheter was returned from american access care. Inspection of the returned catheter found that the balloon could not be inflated using air due to a white substance that was stuck inside the lumen (hub) and the body. It is unclear why a white substance was block inside the lumen/body. None of the above lot remains in finished good. Conclusion/corrective action. The cause of the catheter failure could not be determined. All catheters undergo a 100% visual inspection and leak test during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visually inspected, leak and pull tested prior to sterilization. All catheters sampled must reach the minimum specification pull force prior to failure. Product was reviewed and have no deviation. All samples passed specification listed in the mi, qi and drawing. No corrective action is required at this time.